Manufacturer narrative:
The event of lead migration was reported to abbott. The patient presented to the emergency room with severe surgical pain, and it was discovered that the patient's lead had pulled out from the t8 placement. Surgical intervention was undertaken wherein the lead was replaced to its original position. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented to the emergency room with severe surgical pain, and it was discovered that the patient's lead had pulled out from the t8 placement. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was replaced to its original position. Therapy was reportedly restored postoperatively.